Event description:
It was reported that the device interrogation showed pause, with reported 'unexplained loss of output or sensing issue'. Device was removed from service. No patient complications have been reported as a result of this event.